Event description:
Addendum ((B)(6) 2012): additional information received indicated that a patient underwent revascularization of the svg om due to mi, cardiac arrest approximately twenty-seven months post index; epistaxis approximately 27 months post index; and expired due to sudden arrhythmic death within a week and half post revascularization. Approximately twenty-seven months post index procedure, the patient experienced mi and cardiac arrest; and underwent cardiac cath that revealed 50% instent restenosis at the site of svg diagonal. No treatment was conducted for this lesion. And svg om showed 2 graft stents. Proximally, there was 30-40% instent restenosis noted. Just after the stent, there was a critical 90% stenosis. Overall, there was a 40% stenosis in the distal graft and a 50% stenosis in the native vessel. The lesion was just after the stent which was a cypher stent that was already present in the svg to the om. It was decided to treat the svg om. A 3.0x12mm vision bare-metal stent was advanced in the lesion with 0% residual stenosis and timi iii. The events were resolved without sequelae. The events were deemed to be not related to the index stent, drug, or procedure. According to the ent consultation report regarding epistaxis, the patient had right naris to be bleeding with an amount of clot with minimal blood in the oropharynx. The right clot was suctioned out with brisk bleed noted and was treated with a 5.5cm balloon pack placed with 3mm of air inflated. The physician considered that the right epistaxis was secondary to fracture and on plavix. About a week and half later, the patient expired due to sudden arrhythmic attack. As per the death certificate, the patient expired instantaneously because of sudden arrhythmic attack due to known history of cad and history of ventricular arrhythmia. The event was deemed to be not related to the index procedure or study drug.

Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure and stable angina approximately (B)(6) months and (B)(6) months post index procedure. The patient also had a previous pci history approximately six years prior to index and CABG history approximately fifteen years before the index procedure. It was unknown what vessels had been treated at the time of previous surgeries and what stents had been implanted. As per the site, they don't have any records of previous pci surgery. At the time of index, the angiography revealed two vessels diseased. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The first lesion treated was svg 2nd diagonal that was described as 15 mm in length, class c, and 90% instent restenosis of an unknown stent. The reference vessel was 3.5 mm in diameter. As planned, the lesion was pre-dilated with a 3 x 15 mm balloon at 12 atm and a 3.5 x 18 mm cypher rx was successfully implanted to the ostium edge of the vein graft to 2nd diagonal at 18 atm. As a standard procedure, the stent was post-dilated with a 3 x 15 mm balloon at 24 atm. The second lesion treated was svg 1st obtuse marginal that was described as 15 mm in length, class c, and 70% instent restenosis of an unknown stent. The reference vessel was 3 mm in diameter. A 3.5 x 18 mm cypher rx was successfully implanted to the ostium edge of the vein graft to 1st obtuse marginal at 20 atm. As a standard procedure, the stent was post-dilated with a 3 x 18 mm balloon at 20 atm. It was reported that the patient's cardiac enzymes were in normal range pre-procedure and at 6-12 hours post index, but the troponin I peaked at 0.23 (0.04 unl) at discharge. The ECG core lab report was unavailable. The cath report had no documentation of mi. The elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes.

Manufacturer narrative:
The patient was discharged the day after dual on antiplatelet therapy. It was reported that the patient had stable angina at 6 and 12 month follow-up visits. Upon the review of additional information, the patient experienced angina approximately (B)(6) months after the index procedure, that was reported at 6 month follow-up visit. There was no testing performed to determine the source of angina and no treatment was given. Approximately (B)(6) months post procedure, the patient had stable angina that was reported at 12 month follow-up visit. The patient underwent persantine test which was negative for stress induced reversible ischemia. It was unknown if cypher stents were patent. No treatment was given. Concomitant medications included ace inhibitors, aspirin, plavix, coreg, heparin, lisinopril, nitroglycerin, norvasc, toprol xl, and zocor. Complaint conclusion: as reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure and stable angina approximately (B)(6) months and thirteen months post index procedure. This is a (B)(6) male with medical history including angina, (B)(4) study for ischemia, most recent pci (B)(6) 2004, most recent CABG (B)(6) 1995, family history of coronary artery disease, hyperlipidemia, hypertension, most recent mi (B)(6) 1995, chronic pulmonary disease, smoking within 30 days, and ischemic cardiomyopathy. It was unknown what vessels had been treated at the time of previous surgeries and what stents had been implanted. As per the site, they don't have any records of previous pci surgery. At the time of index, the angiography revealed two vessels diseased. The indication for the procedure was stable angina pectoris and (B)(4) study for ischemia. The first lesion treated was svg 2nd diagonal that was described as 15 mm in length, class c, and 90% instent restenosis of an unknown stent. The reference vessel was 3.5 mm in diameter. As planned, the lesion was pre-dilated with a 3 x 15 mm balloon at 12 atm and a 3.5 x 18 mm cypher rx was successfully implanted to the ostium edge of the vein graft to 2nd diagonal at 18 atm. As a standard procedure, the stent was post-dilated with a 3 x 15 mm balloon at 24 atm. The second lesion treated was svg 1st obtuse marginal that was described as 15 mm in length, class c, and 70% instent restenosis of an unknown stent. The reference vessel was 3 mm in diameter. A 3.5 x 18 mm cypher rx was successfully implanted to the ostium edge of the vein graft to 1st obtuse marginal at 20 atm. As a standard procedure, the stent was post-dilated with a 3 x 18 mm balloon at 20 atm. It was reported that the patient's cardiac enzymes were in normal range pre-procedure and at 6-12 hours post index, but the troponin I peaked at 0.23 (0.04 unl) at discharge. The ECG core lab report was unavailable. The cath report had no documentation of mi. The elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15111081 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00453 and 3003742446-2012-00454.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00453 and 3003742446-2012-00454.

Manufacturer narrative:
Updated complaint conclusion: as reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure and stable angina approximately four, thirteen and 24 months post index procedure. The patient experienced mi, reocclusion, instent restenosis with cardiac arrest and epistaxis approximately twenty-seven months post index; and expired due to sudden arrhythmic death within a week and half post revascularization. This was a (B)(6) male with medical history including angina, positive functional study for ischemia, most recent pci (B)(6) 2004, most recent CABG (B)(6) 1995, family history of coronary artery disease, hyperlipidemia, hypertension, most recent mi (B)(6) 1995, chronic pulmonary disease, smoking within 30 days, and ischemic cardiomyopathy. It was unknown what vessels had been treated at the time of previous surgeries and what stents had been implanted. As per the site, they don't have any records of previous pci surgery. At the time of index, the angiography revealed two vessels diseased. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The first lesion treated was svg 2nd diagonal that was described as 15mm in length, class c, and 90% instent restenosis of an unknown stent. The reference vessel was 3.5 mm in diameter. As planned, the lesion was pre-dilated with a 3 x 15 mm balloon at 12 atm and a 3.5 x 18 mm cypher rx was successfully implanted to the ostium edge of the vein graft to 2nd diagonal at 18 atm. As a standard procedure, the stent was post-dilated with a 3 x 15 mm balloon at 24 atm. The second lesion treated was svg 1st obtuse marginal that was described as 15 mm in length, class c, and 70% instent restenosis of an unknown stent. The reference vessel was 3mm in diameter. A 3.5 x 18 mm cypher rx was successfully implanted to the ostium edge of the vein graft to 1st obtuse marginal at 20 atm. As a standard procedure, the stent was post-dilated with a 3 x 18 mm balloon at 20 atm. It was reported that the patient's cardiac enzymes were in normal range pre-procedure and at 6-12 hours post index, but the troponin I peaked at 0.23 (0.04 unl) at discharge. The ECG core lab report was unavailable. The cath report had no documentation of mi. The elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. The patient was discharged the day after dual on antiplatelet therapy. It was reported that the patient had stable angina at 6- and 12-month follow-up visits. Upon the review of additional information, the patient experienced angina approximately four months after the index procedure that was reported at 6-month follow-up visit. There was no testing performed to determine the source of angina and no treatment was given. Approximately thirteen months post procedure, the patient had stable angina that was reported at 12-month follow-up visit. The patient underwent persantine test which was negative for stress induced reversible ischemia. It was unknown if cypher stents were patent. No treatment was given. Additional information received indicated that a patient experienced stable angina at 24-month follow-up visit; mi, reocclusion, instent restenosis, cardiac arrest and epistaxis following revascularization approximately twenty-seven months post index; and expired due to sudden arrhythmic death within a week and half post revascularization. For an angina at 24-month visit, it was unknown if the study stents were patent. Approximately twenty-seven months post index procedure, the patient experienced mi and cardiac arrest; and underwent cardiac cath that revealed 50% instent restenosis at the site of svg diagonal. And svg om showed 2 graft stents. Proximally, there was 30-40% instent restenosis noted. Just after the stent, there was a critical 90% stenosis. Overall, there was a 40% stenosis in the distal graft and a 50% stenosis in the native vessel. The lesion was just after the stent which was a cypher stent that was already present in the svg to the om. It was decided to treat the svg om. A 3.0x12 mm vision bare-metal stent was advanced in the lesion with 0% residual stenosis and timi iii. The events were resolved without sequelae. The events were deemed to be not related to the index stent, drug, or procedure. According to the ent consultation report regarding epistaxis, the patient had right nari bleeding with clot and with minimal blood in the oropharynx. The right clot was suctioned out and a brisk bleed noted and then treated with a 5.5 cm balloon pack placed with 3 mm of air inflated. The physician considered that the right epistaxis was secondary to fracture and on plavix. About a week and half later, the patient expired due to sudden arrhythmic attack. As per the death certificate, the patient expired instantaneously because of sudden arrhythmic attack due to known history of cad and history of ventricular arrhythmia. The event was deemed to be not related to the index procedure or study drug. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15111081 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00453 and 3003742446-2012-00454.

Manufacturer narrative:
Addendum: additional information received from the cec adjudication minutes indicated that the patient was ruled out for mi by serial enzymes on (B)(6) 2012. The committee disagreed with a code of mi. Previously reported event of mi will be removed based on this information. It was also reported that at the time of death on (B)(6) 2012, the patient was diagnosed with stent thrombosis related to study stents; however there is no explanation provided related to this event. No additional information has been obtained. Updated complaint conclusion: the complaint received states that this (B)(4) study patient suffered an mi, angina, sudden cardiac death, coronary artery reocclusion, cardiac arrest, coronary stent thrombosis. This was a (B)(6) male with medical history including mi in 1995, CABG in 1995, pci in 2004, ischemic cardiomyopathy, dyslipidemia, hypertension, copd and current smoker. The indication for the index procedure was angina with a positive functional study and a 90% stenosis in the ostial portion of the svg to the 2nd diagonal and a 70% stenosis in the svg to the 1st om. The index procedure was performed on (B)(6) 2010, with placement of two target lesions. The first target was the ostial svg to the 2nd diagonal, this was treated with pre-dilation, placement of one cypher stent and post-dilation. The second target was the svg to the 1st om, this was treated with placement of one cypher stent and post-dilation. The site reported 0% residual stenosis, no dissection and timi 3 flow in both target lesions. The discharge summary noted that during the procedure the patient was hypertensive and required nipride IV therapy. Intra-procedure the ck was 76, ckmb was 1.6 and the troponin was 0.03. Post procedure the ckmb was 2.0, ck and troponin were not measured. The following day the ck was 74 and the ckmb and troponin were not measured. The core lab report has been unavailable to date. The patient was discharged the following day on dual anti-platelet therapy. On (B)(6) 2012, the patient had a witnessed sudden loss of consciousness. He fell face-first onto a concrete floor. CPR was performed and ems activated. Ems found him in sr, and the patient was awake on arrival to ER. He reported no memory of chest pain, dizziness or other symptoms. In the hospital he did complain of chest pain and nose pain. Despite a broken and bleeding nose, the patient was started on heparin therapy. Mi was ruled out by negative serial enzymes. Emergent angiography was done. There was a 51% focal in-stent restenosis in the svg to the 2nd diagonal. There was no treatment done to the svg to the 2nd diagonal. In the svg to the 1st om, the core lab noted a 72% marginal instent restenosis with the comment "target lesion revascularization". The catheterization report also noted a 3-40% proximal stenosis as well as a critical 90% stenosis just distal to the stent and a 40% stenosis in the distal graft. Successful implantation was done with a single bms in the svg to the om. While in the hospital, the patient¿s indwelling ICD was evaluated. New defibrillator lead placement was successfully completed with return of normal ICD function. The site reported that the patient expired on 8/14/2012. He was on continuous anti-platelet therapy at that time. No autopsy was performed. The death certificate stated that the patient died at home of sudden arrhythmic death due to coronary artery disease and due to a history of ventricular arrhythmias. Per the site, "the patient did not die in the facility; therefore no other documentation is available". Secondary to the lack of angiographic images, coronary thrombosis cannot be ruled out in association with this event. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15111081 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Death, cardiac arrest, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent reocclusion is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. There are patient and lesion characteristics that may have contributed to the reported events, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00453 and 3003742446-2012-00454.